Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024. Before the implantable cardioverter defibrillator (ICD) was opened, it went into backup vvi mode during the initial programming for the procedure, so it was not used. No patient consequences were reported.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a memory corruption. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.